Manufacturer narrative:
There were no unexpected reset anomalies during testing. The insulin pump passed the self-test, off no power test, displacement test, rewind test, basic occlusion test, priming test, occlusion test and excessive no delivery test. The operating currents were within specifications. There was a constant unexpected restart error alarm after the battery change occurred due to faulty c 13 on the interface board. There was moisture damage on the entire electronics assembly and the motor assembly was corroded. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, half broken off reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer's husband reported via phone call unexpected restart error alarm. Customer's blood glucose level was unknown. Customer changed out their set and was unable to get to the rewind screen. Customer was unable to clear the unexpected restart error alarm which occurred shortly after replacing the battery on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.